Event description:
The technician picked up an aq2010v silicone three-piece lens with forceps to be loaded and one haptic fell off. There was no pt contact or injury. The reporter stated they felt that the lens was defective and the damage was not caused by the tech.